Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the high voltage tolerance is too low. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device's high voltage tolerance was too low. There was no reported patient involvement. Results of onsite functional testing indicate the reported problem was confirmed. It was determined that the therapy capacitor was abnormal and causing the low high voltage tolerance. The capacitor was replaced and the issue was resolved. The device passed all functional testing and was returned to service. The service engineer also replaced the paddle tray which is addressed in a separate record (pr (B)(4) / salesforce case (B)(4). The device remains at the customer's facility. No further action is warranted at this time.